Event description:
It was reported that a clinical patient's ipg site was infected due to the sutures being removed too soon after being implanted. The patient was admitted to the hospital, placed on anti-biotics and the ipg was explanted. The patient was discharged from the hospital and has recovered.

Event description:
It was reported that a clinical patient's ipg site was infected due to the sutures being removed too soon after being implanted. The patient was admitted to the hospital, placed on anti-biotics and the ipg was explanted. The patient was discharged from the hospital and has recovered. Additional information was received that this event had a possible relationship to the scs procedure.

Event description:
It was reported that a clinical patient's ipg site was infected due to the sutures being removed too soon after being implanted. The patient was admitted to the hospital, placed on anti-biotics and the ipg was explanted. The patient was discharged from the hospital and has recovered.